Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation, the patient experienced epicardial effusion and right atrial (ra) lead dislodged and was successfully repositioned during the procedure. It was also reported that the catheter tore the lead out of the right atrium. The bleeding was contained and the chest was closed. The lead remains in use. No further patient complications have been reported as a result of this event.